Manufacturer narrative:
The insulin pump was received with a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that he put a new battery in the insulin pump but the pump continues to stay on a blank screen. Customer stated that this happened about a month ago. Customer's blood glucose was over 400 mg/dl at the time. Customer was calling back after receiving a new battery cap. Customer had front screen scratches on the pump and stated that the pump was bumped a couple of times. Customer stated that there was some corrosion on the battery cap. Customer stated that the battery compartment was corroded. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced. Customer also mentioned a hospitalization where his blood glucose was 1020 mg/dl. Customer stated that there was a 911 call and the customer was unable to control his high blood glucose. Customer fell a few times and was light headed. Customer had hyperglycemia and was not wearing the pump at the time.